Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2: foreign: event occurred in japan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery, it was found that there is the white filamentous foreign substance inside of the sterile tray when opened the package. There was no patient impact. Due diligence is complete. No additional information is available.